Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels. The patient's blood glucose level was 400 mg/dl. The patient experienced symptoms of feeling weak and had shaky legs. The patient stopped using the product and received pen therapy from their health care professional.